Event description:
The destination therapy pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the study coordinator that while the pt was resting at home, he experienced alarms and the lvad stopped. The pt was taken to the hospital and placed on pneumatic support using a stroke volume limiter (svl) and drive console, and a decision was made to immediately exchange the pump. A few hours later, the pt's lvad was replaced with the manufacturer's clinical trial lvad. The pt remains ongoing with the manufacturer's clinical trial lvad.

Manufacturer narrative:
Pt remains ongoing with the manufacturer's clinical trial lvad. The manufacturer is attempting to acquire the device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.